Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to ok button, and up and down arrow button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was torn near the up arrow button.

Event description:
The distributor contacted animas alleging that the pump was having difficulty responding to button presses.